Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed the device had the tip detached/separated in the distal end. The continuity and electrical test cannot be performed due to the physical conditions of the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that during a left side bypass procedure, an intellanav mifi open-irrigated catheter was selected for use. About 30 minutes into the procedure, there was impedance and potential, however the catheter could not show the image. No error messages displayed. After the catheter was connected to the tail line, it entered the ventricle. The impedance and potential were normal; however, the image could not be shown. The catheter was replaced, and the procedure was completed. The patient condition following procedure was stable. The device was returned for anlaysis. Device analysis revealed that the device's tip had detached/separated in the distal end.